Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the suspend feature of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/12/2015 with the following findings: the pump powered on with normal audible and vibratory sounds. A rewind, load and prime sequence were performed with no issues. The pump was exercised for a 24 hour duration period where no self suspending occurred. No hypersensitive keys were observed on the keypad. Pump was able to be manually suspended and manually resumed with no issues. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.